Manufacturer narrative:
Concomitant medical products: product ID: 309201, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown, ubd:unknown , UDI#:unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. Eval start date: (B)(6) 2021. It was reported that the patient's daughter called stating that her mother had the device removed on monday as the wires slipped and were touching their central nerve. The patient was still in severe pain. The daughter stated that there is a lot of pus and they had to make 2 trips to the ER and were unsure if patient will need to have a surgery to relieve the pain.